Event description:
Rptr alleges pt had post-op right hematoma evacuated and had 2 units transfused. Post operatively developed right contractures and has been found to have hepatitis c. Pt complains of pain in the right breast, right more than left with no decrease in size or history of trauma, but was found to have left ultracapsular rupture on MRI because of increase local and systemic symptoms and pt desires to have removal. Pt notes left has been softer several years and complains of arthalgrias (positive morning stiffness)/myalgias, paresthesias/dypesthesias, spasms, swelling, fatigue, sore throats, fevers, hot flashes, headaches, visual problems, dizziness, memory loss, dry eyes, hair loss, oral sores, rashes, shortness of breath, chest pain, choking sensation, weight gain, gastrointestinal/genitourinary disturbances, abnormal body odor and easy bruising. Pt is otherwise healthy.